Event description:
It was reported that an alert was triggered due to low pacing impedance on the right ventricular (rv) lead. The impedance alerts were turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2014. (B)(4).